Manufacturer narrative:
(B)(4). The device is not available for investigation. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the capio bullet came off inside the patient. They were not able to retrieve the bullet. They opened another capio and suture to complete the case. There is no reported injury to the patient.